Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: customer called back with additional information and the file has been updated: there was less that 100cc of bleeding and it was controlled with cautery once the device was removed with the dissector. The procedure was over at that point and there was no patient consequence.

Event description:
It was reported that during a gynecological procedure, the device fired and was stuck on tissue and would not open. They had to use a maryland dissector to remove the device. There was no bleeding reported. There was no information on how the procedure was completed. The device was left in materials with a note and no or contacts. There was no patient consequence reported.